Event description:
It was reported that noise was observed via merlin.net on the pace/sense portion of the lead. Programming changes were made and no further issues were seen. The patients condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.